Event description:
It was reported that during a da vinci assisted surgical procedure, customer was unable to fire monopolar or bipolar energy through an integrated electrosurgical unit (iesu) erbe. Prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse), customer had power cycled the generator, tried different instrument cords and instruments but, with no change. Tse asked customer if they saw arm number displayed on erbe but, they did not. There were question marks being displayed. Tse did not identify errors on system logs. Tse had customer reseat the instrument cords, power cycle the erbe and the system, try another set of cords but with no change. Customer did not have a force triad generator hence, converted to laparoscopy. The procedure was converted with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse confirmed c-00 errors in logs. Customer stated that they tried multiple cables but, kept getting errors. System reboots would clear them out but, error kept returning. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the integrated electrosurgical unit (iesu) erbe involved with this complaint to perform failure analysis. The erbe was analyzed and upon visual inspection, there were no issues to be found. The erbe was tested and the unit energized, cauterized all ports and instruments without issue.